Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm or verify a19 and e21 general alarm due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump alarmed motor error while rewinding. Insulin delivery was temporarily suspended to ensure customer safety. The drive support cap appeared normal at the time of the incident. The pump was not exposed to a high magnetic field. The customer was able to perform a pump rewind and clear the alarm. No harm to the customer reported. The insulin pump will be returned for analysis.